Event description:
On (B)(6) 2012, healthpoint received a spontaneous report from a nurse regarding a (B)(6)male who had been treated with oasis wound matrix. The pt's medical history included a foot ulcer, morbid obesity, cellulitis, and hypertension. There were no reported concomitant medications for the pt. On (B)(6) 2012, the pt began using oasis wound matrix, which was applied topically to the plantar aspect of his left foot for treatment of the foot ulcer. The product was applied also on the (B)(6) 2012, and on (B)(6) 2012. On an unreported date in (B)(6) 2012, after beginning treatment with oasis wound matrix, the pt developed a red bump on his abdomen. He then developed red bumps all over his body. On an unspecified date during the week of (B)(6) 2012, the pt was put on prednisone 10 mg for the rash. The oasis wound matrix was discontinued on (B)(6) 2012. On (B)(6) 2012, the pt went to the ER for difficulty breathing, where his prednisone dose was increased to 20 mg and he was treated with an unspecified antihistamine. The pt was referred to f/u with an allergist. As of (B)(6) 2012, the pt's current status is not known.

Manufacturer narrative:
Multiple topical application dates including (B)(6) 2012. Product is applied topically, no actual explant of the product. Product use was discontinued on (B)(6) 2012. Result: a review of the device history records indicated the product was manufactured to specifications. At the time of this report, we are still attempting to gather an update on the pt's current status and whether or not the pt was seen by the allergist he was referred to, and if so, what the outcome of the allergist's findings were. Therefore, the investigation into this complaint is ongoing. If/when additional details are received, we will provide a f/u report. As of (B)(4) 2012, investigation into this report has determined thus far, that a review of the device history records indicated the product was manufactured to specifications and the oasis wound matrix IFU (B)(4) does note that the product is contraindicated in pts with a known sensitivity to porcine material, as the product is derived from a porcine source. In addition, allergic reaction is noted in the potential complications and should that occur, the device should be removed. The investigation is ongoing.